Event description:
While performing onsite service for the device, an authorized field service engineer discovered that the unit had a faulty a/c converter. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.